Event description:
The customer contact reported a delay of critical therapy during an alarm condition. In 2009, at an unspecified time, the device was programmed to deliver an unspecified concentration of dopamine and the delivery was started. No specific programming parameters were provided. After an unspecified length of time, the device sounded an audible alarm tone. During the alarm condition, the nurse noted that "the pt's blood pressure went down to 70". Therapy was resumed using a replacement device. There were no medical interventions reported. There were no reported adverse pt sequelae. Though requested, no additional info was provided.

Manufacturer narrative:
The device passed testing.